Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored. The customer continued to use the supplies for insulin therapy. Blood glucose level was 212 mg/dl.